Manufacturer narrative:
(B)(4). The reported event cannot be analyzed via laboratory testing. UDI(di): (B)(4).

Event description:
Patient has been implanted with two drg leads from the same lot. It was reported that the patient was no longer experiencing effective stimulation following reprogramming. Drg lead was confirmed to be migrated previously on an unknown date. It was noted that motor stimulation was resolved with the reprogramming. Lead was removed and replaced. Patient has regained effective stimulation post-operatively.